Event description:
The user facility reported the employee is fine and has no sustaining injuries.

Manufacturer narrative:
Upon notification of the issue, a steris field representative was dispatched to the account to inspect the 60" atlas loading cart. The cart was examined and the cart wheel was replaced.

Event description:
Atlas cart model 141214-725, lost one of the swivel wheel (on the handle side) while the cart was being moved for loading of the sterilizer causing it to become unstable and tip. The user tried to sustain the cart from tipping and in the process hurt her arm possibly (pulled a muscle).